Event description:
Reportedly, during a neuro-back procedure, the needle broke off in the pt. The needle could not be found until an x-ray was performed. The needle tip was found and the pt was closed without complications. No add'l info was available.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the info available for the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA.